Event description:
It was reported that technical services (ts) was contacted to re-enable the minute ventilation (mv) sensor as it had been deactivated. Ts noted that this was due to the cardiac resynchronization therapy defibrillator (crt-d) storing signal artifact monitor (sam) event due to a false positive oversensed electrocautery noise, which consequently caused a pacing inhibition of less than two seconds. Ts provided guidance on how to reenable the mv sensor. This device remains in service. No adverse patient effects were reported.